Event description:
The customer reported that the display on the central nurse's station (cns) went out while monitoring patients.

Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) went out while monitoring patients. It was monitoring a mixture of bedside monitors (bsms) and tele devices. Troubleshooting the issue did not resolve the issue. They sent the unit in for repair. No patient harm was reported. Service requested / performed: evaluation / repair: on (B)(6) 2020, no physical damage was noticed. On nihon kohden repair center (nk rc) evaluation, the reported problem was duplicated. The cns did not boot up and went to black screen. On (B)(6) 2020, the two hard drives (9000006111a) were recognized and replaced which resolved the issue: the unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 09/08/2020. No issues have been reported since. Investigation summary: the root cause of the issue is considered to be hard drive failure. A hard drive is a replaceable part. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. The reported issue does not warrant/require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The following fields are not applicable (na) to the MDR report: b2 b6 b7 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni, serial #: ni. Transmitters: model #: ni, serial #: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the display on the central nurse's station (cns) went out while on patients. It was monitoring a mixture of bedside monitors (bsm) and tele devices. Troubleshooting the issue did not resolve the issue. They would like to send the unit in for repair. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns. Transmitters: no model or serial number was provided.

Event description:
The customer reported that the display on the central nurse's station (cns) went out while on patients.